Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead caused a red alert to be detected due to high shock impedances greater than 125 ohms. The patient's physician is aware of the situation and the patient will be monitored. No adverse patient effects were reported. Remains in service.